Manufacturer narrative:
A spacelabs product support specialist remotely connected to the customer's telemetry system and rebooted the xhibit telemetry receivers (xtr) to restore the remaining offline (stuck) channels. The product support specialist found that the stuck channels caused the xtr system to report duplicate channels, which then caused the data loaders to repeatedly crash and restart . The customer was asked to discharge and re-admit the patients connected to the duplicate channels to stop the data loader crashes and restarts. The customer confirmed that the telemetry system was operating as expected after performing the recommended troubleshooting. A spacelabs fse was dispatched to test the telemetry system and confirmed proper operation. Spacelabs launched a field investigation to determine the cause of the reported issue. The field investigation concluded that on may 20, 2021, the data packets received by the xhibit telemetry system were delayed by outside interference. The xtr's watchdog application recognized the delay in data packets and rebooted the receivers. There is not enough information available to determine the source of the interference. The initial report submitted for this event contained an incorrect date in the b4 field, the correct date for this field is 20-may-2021.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021 from biomed all telemetry beds went offline at the same time and was described as all the screens went blank. Initial recovery resulted in 75% of the beds resuming function with 25% still offline. No injury was reported with this event.